Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that she changed her set an hour ago and received a motor error. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was unable to prime during the prime test, and failed the basic occlusion test due to a protruded/loose drive support disk. No motor error alarms or other alarms were noted in the alarm history. The motor passed motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.